Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event to 54 mg/dl while using the ilet system, with glucose initially trending up before declining; basal insulin delivery had occurred approximately two hours prior to the low, and the user noted slow gastric emptying as a potential contributor. Symptoms included hypoglycemia with diaphoresis and shaking/tremors. Outcomes included the need for oral carbohydrate treatment, which resolved the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.